Event description:
Review of information indicates high lead rv impedance noted and right ventricular oversensing noted. It was further reported that there was increased threshold, a likely insulation fracture, and a lead fracture. The lead was replaced.

Manufacturer narrative:
Review of information indicates high lead rv impedance noted and right ventricular oversensing noted. It was further reported that there was increased threshold, a likely insulation fracture, and a lead fracture. The lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
Review of information indicates high lead rv impedance noted and right ventricular oversensing noted. It was further reported that there was increased threshold, a likely insulation fracture, and a lead fracture. The lead was replaced. An attorney alleged the patient suffered physical and other injury. The attorney further alleged the patient experienced inappropriate and/or excessive shocking or other injury. [Patient] sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] suffered physical injuries and various physical and manifestations of emotional distress. Failure and defective lead also alleged by the attorney.